Event description:
It was reported that the patient had four inappropriate shocks. It was also reported that the right ventricular (rv) lead had a clavicular crush. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured. The defib conductor was distorted and fracture (overstress). There was blood/body fluid on the outer tubing overlay. The outer tubing was kinked/buckled and torn. The outer insulation had cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis noted exposed superior vena cava (svc) defib coil fracture (overstress) at 39 cm. Interior cable continuity is complete.